Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the exploration phase, during manipulation of the catheter, no ablation had been performed; the catheter was pushed against the wall of the ventricle. The patient started feeling unwell and sometime later, an echo check was performed, and a slight pericardial effusion was revealed. Immediate table drainage was performed. The patient was stable thereafter. The physician¿s opinion on the cause of this adverse event was the procedure. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did require extended hospitalization because of the adverse event to monitor the pericardial effusion. The generator used in the case was a smartablate generator. A transseptal puncture was not performed. There was no evidence of steam pop. The flow rate was at 2ml (low) as it was not the ablation phase. The correct catheter settings were selected on the generator and no ablation performed. No error messages were observed on biosense webster equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30749475l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).